Event description:
Customer was hospitalized for dka and an infection. Customer changed the set twice, but did not give a manual injection. The customer's family member said the pump's case is cracked and they are unable to put the reservoir in it. Technician explained the two high bg rule and a replacement was sent.